Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came in for an upgrade to an implantable cardioverter defibrillator (ICD) due to syncope and non-su stained ventricular tachycardia (nsvt) and had a history of reduced r wave on the pacing right ventricular (rv) lead. The new rv lead was implanted r-wave via the analyzer were initially good but when checked through the ICD the r wave sensing had dropped. X-ray screening showed good rv lead position. The wound was then reopened lead rechecked through the analyzer with good values. The physician opted to try a new ICD and the lead appeared to be working well through the analyzer. The physician then opted for new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the inner insulation of the lead was extrinsically breached due to a cut. There was blood on the distal conductor of the lead and it was obstructed. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.